Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002. Device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please clarify, what was meant by it was found that the reservoir was released? The package was opened before opening the package. Please describe the sterile packaging. Was the product packaging found open? Yes. Were there any issues with the seal of the sterile packaging? Unk. Are there any tears/holes in the sterile packaging? No. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported before use on an unknown date a reservoir was used. It was found that the reservoir package was open before opening the package. Due to concerns about the risk of sterilization failure, the product was discarded unused. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.